Manufacturer narrative:
8/20/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
During a right upper lobectomy procedure, the jaws were difficult open after firing. The surgeon opened the device with manipulation. No pt injury was reported